Manufacturer narrative:
Follow-up #1: date of submission: 03/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was duplicated in the evaluation. The pump failed to power up using the returned caps. Battery compartment crack was found along the side of the compartment from the threads to the case seal and moisture intrusion was evidenced in the compartment and underneath the battery cap. A leak test demonstrated that there were leaks at the battery compartment and at the display lens. Due to the moisture damage/unresponsive pump, the remaining testing could not be completed. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had lost power and moisture was evident in the battery compartment. It was reported that the battery compartment was cracked while the cap was undamaged and it was able to secure properly onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.